Event description:
The customer reported that when the pencil was plugged in, there was a short beep. The pencil remained activated although there was no activation tone from the generator. As soon as the pencil was placed on the pt's skin, electricity flowed and burned the pt near the surgical site. The surgeon had to run a wound drain through the skin burn, so there was no add'l trauma once surgery was completed. The procedure was a general surgery procedure. The site is not releasing pt info. The pt status was reported as recovering.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete, a f/u report will be submitted.